Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was checked as it was alerting. It was found that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also discovered that the right ventricular (rv) lead had t-wave oversensing (twos) during tachycardia events. The lead remains in use. No patient complications have been reported as a result of this event.